Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. (B)(4).

Event description:
Customer allegedly received the following results, with two different meters: 8:49pm - 8.8 mmol/l (system 1), 8:51pm - 19.3 mmol/l (system 2), 9:03pm - 7.6 mmol/l (system 1). Customer is using the same strips on both meters and feels it is not a strip issue but a meter issue. Customer feels system 2 meter is not reading correctly. No adverse event reported. Requested return of suspect device for evaluation and replacement was sent.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ (B)(4) to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.